Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a missing nub and a cracked screen. Visual inspection revealed the nub on the downstream occlusion sensor (dso) was missing, this would cause the double beeping with a cassette attached. Subsequently the downstream sensor was replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd legacy plus pump beeped twice. No patient was involved, and no adverse effects were reported.